Manufacturer narrative:
Results: sample evaluation: bd received samples reported to be from batch #7086596. The samples were visually evaluated. Twenty one loose 5ml assembled syringes had no visual defects observed. One loose assembled syringe in a separate sample bag - light brown hair observed inside barrel. Open empty tray had no visual defects were observed. Conclusion: an absolute root cause has not been determined. This complaint references a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. CAPA # (B)(4) exists to investigate fm on this machine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray was found before use with foreign matter inside of the barrel. There was no report of injury or medical intervention needed.